Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was sent to investigate. The fse identified a valve leak and replaced the 5000 maintenance kit and the drive manifold. The iabp passed all functional and safety tests and was returned to the customer for use.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit alarmed and failed to inflate automatically, the device was restarted and the customer replaced it with other equipment. There was no injury reported.